Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 5:15 pm. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took prior to the start of the alleged issue. The patient claimed she knew she felt symptoms of "low." At that same time, the patient took food and/ or drank a beverage. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to an adverse event. The patient's symptoms started at the same time the alleged issue occurred. It is unlikely the product issue contributed to the reported symptoms. There is also no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k073231.